Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that found the blades were dull. Procedure details and patient impact were not reported. Additional information received indicated that event occurred during cataract surgery. The surgery was completed by using an alternate blade. There was no patient harm.

Manufacturer narrative:
Opened samples were visually inspected and found to be nonconforming, sample #1 - the sample was received with the tip of the blade is poking through the foam protector, and was found to have a damaged tip. Sample #2 - was found to have a damaged tip. Penetration testing could not be performed due to the damage of the opened samples. Five unopened samples were visually inspected and found to be conforming. The five unopened samples were then functionally tested for penetration and were found to be conforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The damage to the returned opened samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned opened complaint samples could have contributed to the customers reported issue of dull blades. The exact root cause could not be determined for the unopened samples as they were found to be visually and functionally conforming. The returned unopened samples met specification and the exact root cause for the opened damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).